Event description:
A (B)(6) male admitted as an outpatient for angiogram of lower extremity. Vascular sheath in place without ability to inject contrast via contrast injector. Procedure stopped and rescheduled.